Event description:
It was reported, it was observed during a chemotherapy session, that the catheter disconnected from the port and migrated in the right ventricular. No reported patient complications.

Manufacturer narrative:
We are not expecting the sample to be returned. A follow-up report will be filed if more info becomes available.